Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements were a gradual rise over the past year. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements were a gradual rise over the past year. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes and impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements were a gradual rise over the past year. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. Additional information received indicated that the shock impedance measurements were at 189 ohms. Commanded 21 j shock was performed, and impedance came down to 120 ohms. The physician opted to perform actual defibrillation threshold (dft) test and 50 hz burst was induced and a single 21 j shock got converted. Ts recommended to have engineering analysis and may need to consider lead revision. This device currently remains in service. No adverse patient effects were reported.